Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the circumflex artery into the left main artery. A 4.5 synergy drug-eluting stent was advanced and placed for treatment. The physician expanded the stent to 5.75. However, during post-dilation, the balloon got caught on one of the stent struts and it pulled the stent into the ostium. The stent remained implanted, the physician used a non-bsc device over it to complete the procedure. No patient complications were reported.